Event description:
It was reported that the patient had afib and was given digoxin to stabilize her rate. The heart rate dropped below programmed rate of 70 and the patient was fitted with an external pacer to provide pacing support. The patient received hv therapy from counting the temp pacer spikes as vf intervals. At the time of interrogation, patient was comatose. The ICD was reprogrammed and temporary pacing was discontinued.

Manufacturer narrative:
No medwatch form was received.